Manufacturer narrative:
(B)(4) 2014, a medtronic representative performed a navigation system check-out, all areas passed. Camera lens found to be dirty and was properly cleaned. System performed as intended. Return requested. Replacement positioning sensor unit (psu) kit shipped to site. (B)(6) 2014. Replacement camera kit was returned unused. The psu with the alleged failure was not returned to manufacturer for analysis. (B)(6) 2014: a medtronic representative performed a navigation system check-out. Unable to replicate inaccuracy when tested. Instruments inspected and in working order. Recalibration addressed. Synergy spine software upgraded.

Event description:
A medtronic representative reported that, while in a spinal fusion procedure of t9-t5, the surgeon alleged a 1cm inaccuracy and a 4mm inaccuracy. An open spine clamp was placed on t9. After the first spin, the surgeon checked accuracy and confirmed being accurate. After placing two screws and performing osteotomy, the surgeon checked accuracy again, and deemed being inaccurate by 1cm in the axial plane. Another spin was taken, and accuracy was confirmed. The surgeon placed screws working from t9 down to t5 on one side and then t5-t9 on the other side. Checked accuracy and was inaccurate by 4mm in the axial plane. The surgeon requested another spin using a different navigation system, confirmed accuracy, then placed the remaining screws. A confirmation spin was taken after all screws were placed and found a screw on the right that had breached the side of the body by a few millimeters and had to be replaced. This repositioned screw was angled in a lateral direction. Delay in the surgery was 60 minutes. The surgeon completed the procedure with the use of the navigation system.

Manufacturer narrative:
A medtronic representative clarified that when he checked out both navigation systems and one of them had some type of crystalline substance on the camera lens. The system was not accurate until he cleaned the camera. Then it was accurate. However, after the initial checkout they had a separate inaccuracy issue. The rep had a siemens rep come out and they calibrated the orbit iso-c. After the calibration, the navigation systems were fully functional. The rep covered a subsequent case and the site reported they have not had any further issues. The software investigation and further engineering analysis concurred that the most likely cause was a combination of potential crystalline substance on the camera lens and the non-medtronic c-arm imaging device needed to be re-calibrated.